Event description:
During a coronary drug eluting stenting treatment procedure, a broken shaft occurred. In 2004 as the physician was advancing a 2.5 x 16 mm taxus express2 drug eluting stent to the target lesion, the mid portion of the shaft kinked. After further advancing, the shaft broke where the kink occurred. There were no reported pt complications.